Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump received failed battery test alarm. The customer¿s blood glucose level at the time of incident was 360 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error and displacement tests or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm. Unit had severely scratched lcd window, scratched case, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, scratched keypad overlay, stained address/serial number label and stained end cap sticker.